Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was not working properly and he had high blood glucose of 465 mg/dl. Customer¿s blood glucose was 129 mg/dl. Customer stated that the drive support cap of the insulin pump was flushed. The product will not be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.